Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported oversensing, causing the inappropriate therapies. Distortion of the rv (right ventricular) output waveform was also noted. Continuing analysis found that the output waveforms improved when telemetry was established with the device. During further testing, the device became fully functional. Attempts to re-establish the initial findings were not successful; therefore, the root cause could not be determined.

Event description:
It was reported that the patient presented to the clinic complaining of six shocks. A carelink transmission the previous day showed normal rv (right ventricular) pacing impedance. The next day it had increased. The device was replaced. It was later reported that the device was the source of the oversensing, resulting in inappropriate therapies. A medwatch was subsequently received reporting inappropriate shocks and high impedance. The device was later returned with report of inappropriate shocks, due to oversensing of noise, and increased/high lead impedance. Lead testing with the analyzer was fine, so the device was replaced. No further patient complications have been reported as a result of this event.